Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in mobile system 2 (lot number 278109, expiration date 06/30/2013). (B)(4). Device evaluated by MFR: will not be returned to manufacturer.

Event description:
Customer received result of 24.5 mmol/l on mobile system 1 and result of 10.0 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips have been discarded.